Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018. D6b: explant date: 2018. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50; serial number: (B)(6); batch/lot number: 21302130; model/catalog description: coveredge 32 surgical lead kit 50 cm; unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had an infection post implant and was not getting any stimulation. The patient underwent an explant procedure.